Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the adapter was disconnected from the shell without pressing the black button. There was a large clearance between adapter and shell. The adapter can be moved very easily. The surgeon opened a new handle, shell, adapter and box to complete the procedure. There was no patient injury.